Manufacturer narrative:
Section b5: the cosmetic driveline repair was performed on (B)(6) 2021 and not (B)(6) 2021 as previously reported. Manufacturer's investigation conclusion: the report of cosmetic damage to the silicone jacket of the patient¿s driveline was confirmed through evaluation of the returned product. A distal end driveline replacement was performed by an abbott technical services representative on (B)(6) 2021. Approximately 17.5¿ of the external portion/distal end of the driveline was returned, and the silicone jacket had multiple tears and regions with repair tape. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Inspection of the wires revealed no exposed conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii lvas instructions for use (IFU) is available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cosmetic driveline repair was performed on (B)(6) 2021.

Event description:
It was reported that the patient was admitted to the hospital for other reasons; however, their driveline was found to have external damage. There were no alarms found in their log files. A cosmetic repair was performed on (B)(6) 2021.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation conclusion is complete.